Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary. It was reported the printing is slanted. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the scale marking is slightly skewed. The sample was tested for volumetric accuracy, scale alignment, skewed scale and the syringe barrel per it22 and passed. This unit has an acceptable imperfection. The two photos provided show the sample received. No other defects or imperfections were observed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported by the customer that bd plastipak¿ luer-lok¿ syringe there were scale marking issues. The following was received by the initial reporter: verbatim: printing slanted.